Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: the device had the balloon channel blocked. The most probable cause of is cause not established. The cause of the failure "no ke45 at forceps cover" is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastroscope exhibited that something stocked at the balloon channel with brush balloon no pass, and there was no ke45 (single component, paste-like, thixotropic adhesive) at forceps cover. There was no patient involvement.